Manufacturer narrative:
(B)(4). It was reported that the patient is in her 80's though exact age was not available at time of this report. Medical product: unknown miller-galante ii tibial component: catalog#ni, lot#ni; unknown miller-galante ii femoral component: catalog#ni, lot#ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient began to experience dangerous instability of the knee. Imaging revealed that the polyethylene insert is worn through. A revision surgery is planned on an unknown date to exchange the articular surface. Attempts have been made and no further information has been provided at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; b4; b5; b7; g3; h2; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a health care professional. Review found right total knee arthroplasty with severe polyethylene wear involving the medial compartment with associated hardware on hardware appearance. Varus deformity of the knee secondary to polyethylene wear of the medial compartment. No signs of loosening or radiolucency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.